Event description:
The affiliate stated the customer reported approximately one milliliter of blood and diluent leaked on the tray under the bsv (blood sampling valve) involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat, and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the red stripe tubing from pinch valve vl64 to the differential shear valve was leaking fluid. The fse replaced the red stripe tubing at vl64 and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the red stripe tubing at pinch valve vl64 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).